Event description:
Literature was reviewed regarding an extravascular implantable cardioverter defibrillator (ev-ICD) implant in a patient during pregnancy and childbirth. The authors described that prior to the patient's pregnancy, the lead exhibited short oversensing episodes. Into the pregnancy, the r-wave amplitude signal decreased which caused multiple episodes of oversensing. At six months of pregnancy, there were more oversensing episodes which were stored as nonsustained ventricular tachycardia (vt) and oversensing led to an aborted shock. Reprogramming was performed which led to some undersensing but eliminated the oversensing. The lead remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: first case of pregnancy and childbirth in a patient implanted with an extravascular implantable cardioverter-defibrillator. Heart rhythm case reports. 2026. 12:171¿176. Doi: 10.1016/j.hrcr.2025.10.044. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.